Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced frequent falls. Undersensing was noted on the right ventricular (rv) lead. It was noted at device classified termination of events, arrhythmia appears to continue beneath detection rate. The lead remains in use. No further patient complications have been reported as a result of this event.